Event description:
A malfunction was reported on the pump, and no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the problem reappeared.